Manufacturer narrative:
Additional information provided in b.5., d.9., h.3., h.6. And h.11. The product was not returned for analysis. Only photos were returned. The reported complaint was not observed on the returned photos. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Photos provided show an company device. The lockout assembly has been removed. The nozzle has been removed from the device. The plunger appears to be advanced outside the nozzle tip. The iol is visible on a piece of surgical gauze. The complainant indicates the use of non-company as a viscoelastic which is not qualified for use with the associated product. The reported complaint cannot be confirmed from the provided photos, however, based on the information provided by the customer, the most likely root cause is failure to follow (instructions for use) IFU, as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that the lens did not came out of injector. The lens removed manually and the iol was ruled out because it was damaged during extraction.

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens was defective, when the injector was inserted into the eye, and that's where the solution did not come out. The surgery was completed the same day. The patient was recovering. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).